Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: a4: weight, b5: describe event or problem, h6: health effect - clinical code, g2: medwatch reference: mw5182503, mw5182504, mw5182505 and mw5182506. H11: given the nature of the reported incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the root cause of the postoperative stiffness requiring manipulation under anesthesia (mua) was multifactorial, resulting from the patient¿s congenital structural abnormalities, significant preoperative stiffness, and early postoperative scar formation. From the information documented in the mua report dated (B)(6) 2025, there is insufficient evidence to conclude that the mua caused or contributed to the reported hip cartilage injury or the claimant¿s ongoing symptoms. Although the patient underwent a magnetic resonance imaging (MRI) on (B)(6) 2025, due to complaints of anterior hip pain and popping, the absence of MRI results precludes determination of a definitive clinical etiology or assessment of any causal relationship of the right hip cartilage injury to the mua. The surgeon plans to reassess surgical intervention options at 6-months mark. However, it was noted by the surgeon that the american academy of orthopedic surgeons (aaos) guidelines recommend waiting one year before further intervention. The impact to the patient beyond that which has already been reported could not be determined since the patient is continuing physical therapy and the plan to reassess surgical intervention options at 6-months mark. However, it was noted by the surgeon that aaos guidelines recommend waiting one year before further intervention. The instructions for use for knee systems warned that postoperative patient care, directions, and warnings to patients by physicians are extremely important, noting that protected weight bearing with external support is recommended to allow healing, that daily activity may be resumed at the physician¿s direction, and that patients should be warned of surgical risks and possible adverse effects. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after undergoing a tka on (B)(6) 2025 due to right knee tricompartmental osteoarthritis, patient experienced longstanding pain in the knee. In addition, she started to lose range of motion. It got to the point where she has significant lack of motion only flexing to approximately 85 degrees. This adverse event was addressed by performing manipulation under anesthesia on (B)(6) 2025 to restore the range of motion, during which, the hip was flexed to 90 degrees and then vigorously flexed and extended. Audible pops were heard in the knee and overpressure was placed on the knee for flexion. During this procedure, they were able to get her to approximately 130 degrees of flexion and she was able to obtain terminal extension. Patient was then successfully awoken from anesthesia without any difficulties. In addition, x-rays were then taken on fluoroscopic orthogonal views, which showed there was no fracture around the implants. Patient was taken to the pacu in stable condition. Further information reveled, the mua caused a tear in her cartilage in her hip, which still has not healed. Patient cannot walk without her knee being in sereve pain. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a tka on (B)(6) 2025 due to right knee tricompartmental osteoarthritis, patient experienced longstanding pain in the knee. In addition, she started to lose range of motion. It got to the point where she has significant lack of motion only flexing to approximately 85 degrees. This adverse event was addressed by performing manipulation under anesthesia on (B)(6) 2025 to restore the range of motion, during which, the hip was flexed to 90 degrees and then vigorously flexed and extended. Audible pops were heard in the knee and overpressure was placed on the knee for flexion. During this procedure, they were able to get her to approximately 130 degrees of flexion and shew was able to obtain terminal extension. Patient was then successfully awoken from anesthesia without any difficulties. In addition, x-rays were then taken on fluoroscopic orthogonal views, which showed there was no fracture around the implants. Patient was taken to the pacu in stable condition.

Manufacturer narrative:
Corrected information: b1, b2, e1, g2. Additional information: b7, h3, h6. Given the nature of the reported incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the cause of the patient¿s postoperative stiffness requiring manipulation under anesthesia was multifactorial, involving congenital structural abnormalities, significant preoperative stiffness, and early postoperative scar formation. A causal link between this adverse event and the reported two-hour delay while waiting for the jig during the primary surgery could not be confirmed. The audible pops, the force required to achieve 130 degrees of flexion, and the inferomedial knee pain are consistent with soft tissue strain during manipulation in a high-risk knee with arthrofibrosis. The current range of motion is 0 to 130 degrees with overpressure, and continued physical therapy is indicated. The instructions for use for knee systems warned that postoperative patient care, directions, and warnings to patients by physicians are extremely important, noting that protected weight bearing with external support is recommended to allow healing, that daily activity may be resumed at the physician¿s direction, and that patients should be warned of surgical risks and possible adverse effects. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.